Event description:
It was reported that the device exhibited a ¿downstream occlusion¿ alarm. The patient had denied any tubing kinks or closed clamps. Fingertip pressure applied to the port site had not resolved the alarm. The tubing was clamped, and the cassette was removed. The tubing was massaged, and the cassette was tapped on a hard surface. The cassette was reattached, and the tubing was unclamped. The pump was restarted, but the alarm had returned. The pump was turned off, and the tubing remained clamped. The patient was instructed to call the clinic immediately for further instructions. Reservoir volume was 97.9 ml. There was patient involvement but no patient harm.

Manufacturer narrative:
D4: serial#: provided# is (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. The event history log was unable to be reviewed as the product was not returned.